Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the 3d [nav] scan sent to the navigation system localizer was not recognized. The navigation system ask to perform a manual registration. Troubleshooting was performed and the scan was sent manually but the same message asking to perform a manual registration on the mobile view station (mvs) appeared. The site rebooted the system and performed a 2nd scan and it worked properly. The probable cause of the reported issue was that there was 490 patients exams stored in the mvs computer and may have slowed down the acquisition process. The manufacturer representative advised the site to store and delate patient exams from the mvs on an external storage device and not on electronic picture archiving and communication systems (pacs). There was less than an hour delay to the case. No reported impact to the patient. The navigation was working properly. This was more of an ¿information message¿ from the navigation system, the 3d exam was done and sent by the imaging system was the issue for not being ¿registered by trackers or trackers not recognized¿. The navigation propose to not manually do a registration they didn¿t want it to do. They rebooted the imaging system and re-scanned and it worked.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.